Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The technician filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was not confirmed. Powered on device and no interlock switch or air detector alarms. Device idled for 4 hours and no alarms came on. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. The technician replaced heat exchanger interlock assembly, filter holder assembly, and main printed circuit board (pcb) as preventative action.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 is indicating check tubing alarm keeps going off, maybe a micro switch problem. No patient adverse events reported.